Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The patient stated that they increased the stimulation to 1.7 and the next day they had a fluttering in their back right hip pocket area so they decreased the stimulation. Patient stated that the whole time it feels like in their rectum there is pressure and sometimes it hurts like they have to go to the bathroom but they don't. Patient mentioned that they just finished 2 days of the azo medication and that it is much better now. Agent reviewed stimulation expectations with the patient and redirected the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.